Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia as well as customer states they had issues with insulin pump not delivering insulin. Customer¿s blood glucose level was 465 mg/dl at time of incident and treated with manual injection. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because the customer states they placed line on the table & did not see any insulin come out. Customer reports insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer reports insulin pump was not worn during a medical procedure. Customer reports they performed displacement test and it passed. Customer reports bolus wizard was programmed accurately. The devices will not be returned for analysis.